Event description:
It was reported that the patient met with a company representative the day of the report for reprogramming and it was found that the stimulator was discharged. Antenna locate was tried and the readings were in the 70's. No range was given. The best coupling that was obtained was 2 bars. The recharge statistics showed they had tried to charge for .4 hour on the day of the report. The patient had charged in (B)(6) twice for 1.9 to 2.7 hours but had last charged to 100% back on (B)(6) 2014. All had an average of 4 coupling bars. The patient was to obtain a new antenna as it was stated to be damaged. No item was returned. It was later reported that the patient received assistance and she had a repositioning. She still had concerns regarding her device or therapy but she was working with her manufacturing representative (rep). She was going to be seen later after the staples were removed. It was later reported that everything seemed fine now.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n298752, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).